Event description:
Monitor: ge b125 patient monitor model#: b125, (B)(6). Install date: [redacted]. Pm requirement: every 2 years; we do it once a year. Battery: (B)(6). Battery replacement: every 5 years. Ge field service rep came in and downloaded the monitoring log and remove the battery for factory review. Conclusion: we found the battery defective.